Event description:
Pt underwent an above knee femoro-popliteal bypass. During surgery, it was reported an oozing of the graft that was stopped when topical thrombin and protamin were administered to the pt. Graft remained implanted.

Manufacturer narrative:
Note: all info contained in this report was provided by the MFR. No product eval was performed since the graft was not returned to the MFR. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. Three products coated on the same day than the complaint device underwent water permeability testing. Test results indicated values were well within product specifications. A product from the reserve sample, collagen coated the same day than the complaint device underwent water permeability testing. Test result indicated a value well below product specifications. No conclusion can be drawn. Product testing performed on similar products would tend to indicate that the device was not defective.